Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming cassette not attached. There was unknown patient involvement and unknown harm/adverse event was reported.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have displayed, "cassette not attached properly." The cause of the customer reported problem was a defective downstream occlusion (dso) sensor and fluid ingression on the main board. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor and main board, and the pump passed all functional tests and performed as intended after repair.